Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01316. This report is being submitted as additional information. Approximate age of device ¿ 1 year and 3 months. Device analysis (additional information): the report of low flow alarms can be confirmed based on the submitted system controller log file; however, the report of suspected thrombus cannot be confirmed. The log file contained approximately 7 hours of data which captured numerous low flow events where the calculated average flow was captured at 2.4 lpm or lower. Per design, when the flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. A 10-second delay is imposed between the detection of the low flow status and the activation of the associated audio and visual indicators on the system controller. Several of the low flow events lasted 10 seconds and low flow alarms were triggered. Similar events were captured in the retrieved lvad event and periodic log files. A specific cause for the low flow events and a correlation to the evaluation of the returned pump cannot be conclusively determined. The pump was returned assembled with the pump cable cut approximately 4 inches from the bend relief and the severed portion of cable was not returned. The outflow graft bend relief was cut less than 1 inch from the metal clip and the severed portion was not returned. The locking tabs of the bend relief attachment clip were free from deformation. The outflow graft had also been cut open prior to return. The lumen of the graft and graft adapter revealed no depositions. The o-ring in the graft adapter was present and seated properly. Upon disassembly of the returned pump, examination of the lumen of the inflow cannula revealed a normal biological lining along the proximal opening. A similar deposition was found along the lumen of the inflow cannula. These depositions were strongly adhered and did not appear to occlude the flow of blood through the device. Examination of the remaining pump blood contacting surfaces revealed no adhered depositions or thrombus formations. The device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended. Thromboembolism is listed in the instructions for use as potential a adverse event that may be associated with use of the heartmate 3 left ventricular assist system. A review of the device history records found no deviations from manufacturing specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that low flow alarms occurred. The patient¿s inr was 2.6 upon admission to the hospital, and was not under 2.0 the last three months. The patient¿s plasma free hemoglobin and lactate dehydrogenase levels were normal. There were no signs of infection. A chest CT scan showed an obstruction on the outflow graft. A pump exchange was performed on (B)(6) 2018 due to suspected pump thrombosis and possible outflow graft twisting. No additional information was provided.